Event description:
Following a procedure w/o any alarms, the product was labeled with a wbc below 1 million. The customer would like the run data file reviewed due to a higher than expected white blood cell count in the collected blood product. No medical intervention was necessary. The disposable set is unavailable for eval because the customer discarded the set. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. This report is being filed due to an alleged device malfunction that could have the potential for injury.

Manufacturer narrative:
(B)(4). The run data file was reviewed. There was no indication of device malfunction that may have contributed or caused the reported white blood cell contamination. It was noted that the targeted concentration is close to the upper limit for increased risk of wbc contamination and low yield due to the low flow rate through the lrs chamber. The actual flow rate through the lrs chamber was just 1 ml/min above the flagging limit. No other unusual process variables were identified and the trima accel system operated as intended. Based on the available data, it cannot be ruled out that this leukoreduction failure is donor related. It is also possible that a sampling, calculation or process error contributed to the elevated wbc content reported for this collection. Investigation eval and corrective actions are in progress. A f/u report will be provided.